Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25mg/ml morphine at 3mg/day via an implantable infusion pump for non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported that a motor stall occurred on (B)(6) 2016 per the event logs. A tubeset occurred on (B)(6) 2016. A motor stall recovery occurred on (B)(6) 2017. According to the patient they did have a MRI around this timeframe but it was unknown as to when exactly the MRI occurred. It was reported the pump was replaced on (B)(6) 2017 and saline was put into the new system. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.